Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height auxillary 7 drawer 4.1 and 4.2 failed and were not detected on the bus. A field service engineer (fse) turned off the station and reseated the row ribbon cable connector to the drawer controller boards for each and tightened the screws for the hard stops. Thereafter, the station was started and checked for errors; none were found. The hardware test application was used to check all storage spaces, and service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a multiple drawers required maintenance. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.